Event description:
Note: date of event is unk. In 2009, a boston scientific corporation employee became aware of a clinical study article, "combined endoscopic stent insertion in malignant biliary and duodenal obstruction", by m. Mutignani, et al. According to the article, the wallflex enteral duodenal stent was used in a combined endoscopic stent insertion. The pt developed recurrent vomiting due to stent impaction against the duodenal wall. The pt was treated endoscopically by re-stenting. No further info from this article was available regarding the pt status.

Manufacturer narrative:
Unk/no info available from user facility. The device manufacture date and expiration date are unk since the lot number is unk. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.